Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2003 for treatment of urinary incontinence. The patient developed flu like symptoms, pain in the back, legs and abdomen, vaginal bleeding and incontinence in (B)(6) 2011. The patient experienced some gastrointestinal problems which were addressed. The patient was referred to a urologist. The patient stated that the physician can feel the mesh coming through on exam. The patient was scheduled for surgery on (B)(6) 2012 to loosen or replace the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a second procedure on (B)(6) 2012 because the mesh had shifted into the bladder. The mesh was removed, trimmed and replaced. The patient is currently doing better.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.